Event description:
According to the reporter, during a digestive procedure, it was found once the clip had been affixed to the vessel, that the applicator had remained stuck in the closed position on the clip, preventing its removal. The surgeon reclip the vessel on either side of the clip with a new applicator from the competitor in order to be able to cut it and release it. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.